Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient did not hear sounds using the device in (B)(6) 2020 and the in-situ measurements showed affected channels. The recipient was re-implant on (B)(6) 2021.

Event description:
The recipient could no longer hear sounds using the device in (B)(6) 2020 and the in-situ measurements showed affected channels. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user did not hear sounds using the device in (B)(6) 2020 and the in-situ measurements showed abnormal results. The user was re-implant on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.